Event description:
"High" inr message displayed on protime sys vs 2.6 inr with unspecified lab sys. Pt therapeutic inr range: 2.5 - 3.5. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR evaluation procedures.